Event description:
Caller reported that the t:slim x2 pump battery would not charge. Blood glucose level was not adversely impacted. The customer resolved the issue by using the original charging supplies, and the pump began charging, requiring no further assistance.